Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that multiple cubie pockets failed. A field service engineer reseated the retractor band cables, row board cables, and cubie pockets, followed by rebooting and recovering storage space. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a cubie failure. The customer reported that this malfunction occurred while pulling medication and they retrieved the required medication from another location. There were no adverse events or injuries reported based on this event.